Event description:
The patient's brother reported the patient coded, the device did not shock him, and he died. There is no allegation from a healthcare professional that the death was device related. Additional information was received from the physician reporting that the patient presented to the emergency department with jaundice, increased confusion, and abdominal distention. It was noted that the patient also had difficulty breathing, and encephalopathy. Laboratory data revealed elevated liver enzymes, ammonia levels, inr (international normalized ration) and potassium. Lab data also showed metabolic acidosis and acute renal failure. The patient was admitted to the intensive care unit for management of end stage liver disease and acute renal failure. Several days after being admitted, the patient's blood pressure decreased, he stopped breathing and started having copious bleeding from his nose and mouth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related. The patient went into pulseless electrical activity, and pupils were fixed and dilated. Hospital staff initiated CPR, however at the family's request CPR was stopped, and the patient died. It was noted in the hospital record that the patient had been hospitalized in 2008 for a revision of his defibrillator leads. Additional information about that revision procedure was requested, but was not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related. The patient went into pulseless electrical activity, and pupils were fixed and dilated. Hospital staff initiated CPR, however at the family's request CPR was stopped, and the patient died. It was noted in the hospital record that the patient had been hospitalized in 2008, for a revision of his defibrillator leads. Additional information about that revision procedure was requested, but was not received. Additional information from the clinic reported they terminated the patient's therapies and the death was not related to a device or lead malfunction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post mortem.

Event description:
The patient's brother reported the patient coded, the device did not shock him, and he died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.